Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the report, the patient had a hematoma left groin without pain, following a totally extraperitoneal repair. It was stated that the hematoma was already getting smaller.